Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Time of elective replacement indicator (eri) in save to disk on (B)(6)-2013 device eri<(><<)>=2.62 volt. The device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). (B)(4).

Event description:
It was reported that early battery depletion was suspected regarding the implantable cardioverter defibrillator (ICD) battery. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.